Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error code 1260. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: updated b5. Device evaluation: completed 15-mar-2022. The device was returned for investigation. The smiths label was intact and the device had a cracked housing. The event log was not available. The device was powered up and the reported failure was confirmed. The device alarmed ec1260. The root cause of the reported failure can be attributed to a corrupted circuit board. The circuit board will be replaced. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured in march 2001, and is out of warranty therefore, no manufacturing DHR review is needed.

Event description:
No patient was involved.